Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was to be used in the common bile duct to treat biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician retracted the pull wire, but the guide catheter detached from the pull wire and the stent was unable to be deployed. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.